Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. It was reported that pd therapy was discontinued and the patient was placed on hemodialysis. At the time of this report the patient was recovering from the event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2014, the patient was diagnosed with peritonitis and was hospitalized on the same day for the event. The patient was treated with cipro (intraperitoneally, dose and frequency not reported) for the event. The patient was discharged on (B)(6) 2014 and antibiotic treatment was ongoing. On (B)(6) 2014, the patient was hospitalized again due to unresolved peritonitis. It was reported that on (B)(6) 2014 during hospitalization, the patient's pd catheter was removed and the patient was temporally switched to hemodialysis. On (B)(6) 2014, the patient was discharged from the hospital and had recovered from the peritonitis event. At the time of this report, the patient¿s pd catheter had been replaced and pd therapy was ongoing. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.